Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient was experiencing ineffective therapy. Reprogramming attempts have been unsuccessful at restoring therapy. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates, due to placement of the lead, the patient never had right sided coverage. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.